Manufacturer narrative:
A field engineer visited the site and performed adjustments to the reader camera and created a new reference image returning the analyzer to expected operation. The customer performed acceptable qc and has been monitoring the results. No further complaints have been logged. No definitive root cause was determined.

Event description:
The customer reported that on two separate dates the ortho provue analyzer interpreted a patient previously known as positive, as negative. The customer reviewed the images from the provue result module and the gel card and confirmed a weak 1+ reactivity in cell 3. The samples were repeated using the same lot of gel cards and reagent cells and weakly positive (1+weak) reactivity was obtained. The results obtained on the provue did not agree with results obtained in manual gel test and the patient's historical data, preventing erroneous test results from being reported.